Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Images of the broken stent were provided and reviewed. The images confirm a separation in the middle of the stent. A definitive cause for the separation could not be determined. The investigation was unable to determine a conclusive cause for the reported stent fracture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The lesion was pre-dilated with a 5 mm and 6mm balloon. Then the absolute pro 6.0 / 60 mm on 80 cm self-expanding stent (ses) was deployed but the stent separated in the middle during deployment so a second absolute pro 6 x 30 mm ses was deployed inside the first stent to correct the issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.